Event description:
Patient underwent colorectal surgical procedure. Per the surgeon, the surgery proceeded without incident until he deployed the end-to-end stapler through the center of the rectal stump, anterior to the colorectal anastomosis. Upon attempt to withdraw the stapler after firing, surgeon noted resistance and encountered difficulty removing the stapler. After carefully rotating the stapler, surgeon was able to remove it. Surgeon inspected the anastomosis and noted a large portion of the staple line had separated, requiring resection and recreation of the colorectal anastomosis.health professional's impression: the stapler appeared to have misfired and upon inspection by the surgeon of the colorectal anastomosis, the posterior 40% of the anastomotic circumference was completely open. Per the surgeon, there was additional surgery time involved to recreate the anastomosis and an increase risk of infection due to small amount of fecal contamination that resulted from the opening of the anastomosis.